Manufacturer narrative:
A complaint investigation was conducted for the architect i1000sr, serial number (B)(6). The sample arc, probe was replaced and deemed the cause for the module generating the discrepant results. The replacement of the sample arc, probe was the issue resolution. The customer verified the system function with a control run. The service history of the (B)(6) verifies no subsequent discrepant patient result issues have been reported since the current issue was identified. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer reported a falsely elevated architect toxo igg result for one patient with a history of being nonreactive. The following data was provided: on (B)(6) 2025, sid (B)(6) (female patient): initial result = 143 iu/ml (reactive), repeat = nonreactive no impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect toxo igg result for one patient with a history of being nonreactive. The following data was provided: (B)(6) 2025, sid (B)(6) (female patient): initial result = 143 iu/ml (reactive), repeat = nonreactive no impact to patient management was reported.